Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: email address not provided. The reported device is expected for evaluation, but has not yet been received. A supplemental report will be submitted when the investigation has been completed.

Event description:
It was reported that the abutment and implant body did not engage during a clinical procedure. The procedure was completed using another abutment held at the dental office. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: event: it was reported that the abutment and implant body did not engage during a clinical procedure. The procedure was completed using another abutment held at the dental office. There was no report of patient injury or delay in procedure. UDI: (B)(4). Returned to MFR: 16 apr 2019, MFR rec'd date: 26 june 2019, report type: follow up report type: malfunction. Device eval by MFR: yes. MFR date: 27 dec 2017. The reported device was returned for evaluation. Visual inspection identified that the screw is damaged at the engaging threads. Comparison of the screw to the drawing confirm that the engaging threads are compressed down. Functional testing was performed for the returned product and it was determined that the abutment tines aligned and seated as normal with a mating implant, but the screw was too damaged to screw down. The reported condition of an abutment and implant body that did not engage was confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment and implant body did not engage during a clinical procedure. The procedure was completed using another abutment held at the dental office. There was no report of patient injury or delay in procedure.